Event description:
It was reported that the bd alaris smartsite low sorbing extension set experienced device damage while still considered operable. The following information was provided by the initial reporter: the filter line snapped in half after being attached to line but before medication was hung. The line broke after the clamp right where the line connects to the additive port.

Manufacturer narrative:
Investigation summary: a complaint of filter line snapped in half after being attached to line but before medication was hung. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e lot number 21039654 was performed. The search showed that a total of 6,603 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.